Manufacturer narrative:
The reported failure of the trilogy evo flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator gave a ventilator service required alarm. There was no harm or injury reported. During device evaluation at the manufacturer's service center, the reported issue was not reproduced during an initial evaluation. Review of the device's error log indicated record error code e-384 he device software has detected a large pressure drop between the monitor and outlet pressure sensors. It was determined the flow sensor required replacement to address the issue. The repair completion date is currently undetermined awaiting replacement part. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue: air pathway components require replacement due to dirt contamination.